Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer kept failing. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the loose or improperly seated cables on the row board and cubie trays. The field service engineer reseated the row board cable on the back board and on every cubie tray and reseated all cables on the back boards. Additionally, the fse released all cubies on the hardware test application, cleaned the cubie trays thoroughly, and reinserted the cubies back into their positions. The system functioned as intended after the field service engineer repaired the device.